Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Visual inspection of the lead found helix was partially extended and clogged with blood. X-ray examination found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. It was noted that the lead dislodged. The lead was explanted and replaced. There were no patient consequences.